Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot number 08486-88, and data files were returned. Data files showed a system notice unrelated to the issue reported. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was produced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was torn and leaking. In conclusion, the issue of blood leaking from the valve was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Event description:
It was reported that between inserting the second and third balloon catheter used during the procedure, there was blood leaking from the hemostatic valve of the sheath. The sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.